Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had infection at the ipg site. The physician did not believed that the infection was device or procedure related. The patient underwent an explant procedure. Oral antibiotics were prescribed after the surgery. The patient was doing well post-operatively.